Event description:
It was reported from ous that during an orthopedic surgical procedure the instrument broke. The agent was present at the time of surgery. The patient's health was stable leaving the or. All pieces were retrieved from the patient. New information received on 15 mar 2021: "the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn't receive any request for complementary information regarding this issue as well." Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Eng analysis completed on 08/14/2018 by ad design: this design has been in the field since 2005. The occurrence rate is (B)(4), "very low" according to the frequency of occurrence ranking scale. This does not appear to be design related. Manufacturing: there have been no other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2014. This does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken instrument reported was likely the result of being inadvertently impacted, leading the cap component to break. However, this cannot be confirmed as the cap component was not available for evaluation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. It was reported that all pieces were retrieved. An investigation was conducted; the broken instrument reported was likely the result of being inadvertently impacted, leading the cap component to break. However, this cannot be confirmed as the cap component was not available for evaluation.